Event description:
"May have a slipped band." Second opinion surgeon reported pt didn't have a band slippage. Pt just needed to have the fluid taken out of the band. Further follow up with the pt noted some relief but shortly thereafter the symptoms returned. The pt went back to the original implanting surgeon and had a surgical procedure to reposition the lap-band.